Event description:
A review of service data detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed a fall off test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was non-functional and failed a fall-off test. The cause for the non-functional electrode belt was an open brown wire (-5v) in the trunk cable insulation and a damaged distribution node to rear therapy electrode cable. The root cause for the damaged cables cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cables. The patient received a replacement electrode belt.